Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The device was wet when the device returned to olympus repair center. There was a possibility that there was liquid residue in the device. There was interference, failure for the endoscopic image. There was moisture in the supply connector. The plug unit, circuit board, and white cable were corroded. The light guide lens cover was chipped off. The masking at the bending section rubber was chipped off. There was leakage from the channel. The angulation had a play and was insufficient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before the laparoscopic surgery, the user found that error b30 (scope communication error) was displayed. The patient was not under anesthesia. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.